Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised the device was working as designed. Customer mentioned the motor was making a grinding sound. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The device recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. The motor functioned properly during testing. No drive/motor anomaly noted. Device had minor scratched display window, scratched case, fading serial number label and a pillowing keypad overlay.